Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level lowered from 350 mg/dl to 126 mg/dl. The customer took a glucagon injection. The contact believed that the pump had over-delivered insulin. Review of pump data upload by tandem technical support revealed multiple cartridge changes and multiple fill tubings, performed within forty minutes. Based on the data review, it appeared that the customer may have filled tubing while connected at the infusion set site. However, the contact stated that the customer had been disconnected at the site during the multiple fill tubings performed.